Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic relaxation, a cystocele, and a rectocele. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. It was reported that post insertion the patient experienced pain, erosion, extrusion, recurrence, dyspareunia, vaginal scarring and urinary problems. The patient underwent removal of eroded mesh on (B)(6) 2008. (B)(4) - undefined recurrence; dyspareunia; urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06323. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic relaxation, a cystocele, and a rectocele. The patient underwent the concurrent procedures of a transvaginal hysterectomy and anterior/posterior repair during mesh implantation. It was reported on (B)(6) 2006 that the patient presented with minimal spotting and granulation with erosion. It was reported on (B)(6) 2007 that the patient was having some urgency, otherwise was doing well. It was reported on (B)(6) 2008 that the patient stated that the patient was having painful intercourse and trouble healing with mesh inside. It was reported that the patient underwent removal of mesh erosion on (B)(6) 2008 due to dyspareunia, urinary urgency and mesh erosion of the vagina. It was reported that the patient underwent a cystoscopy and urethral dilation on (B)(6) 2008 due to occasional incontinence, difficulty voiding and chronic urinary tract infections. It was reported on (B)(6) 2009 that the patient was having increased urinary urgency, mesh erosion and uncontrolled hypothyroidism. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: (07/26/2016).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced increased urinary frequency.

Event description:
It was reported that following insertion the patient experienced increased urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria and vaginal cramping.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06323. The same patient is represented in each medwatch.